Event description:
Patient reports, " I was banded on (B)(6) 2008 and my band was removed (B)(6) 2011. I had been in excessive pain in the abdominal area for over 2 years. I had a CT scan that showed fluid and possible infection at the port site. I questioned what they found when the removed the band and was told that there were not many notes on it. I feel much better since the removal so I know something was wrong."

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.